Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the normally closed tubing through pinch valve (vl46b) became disconnected from the y-fitting. The fse replaced the tubing and the instrument performed without any leaks, but the instrument was generating 'aspiration' errors. The fse noticed the pinch valve (vl62) was not actuating because the solenoid was damaged by the leak. The fse replaced the solenoid and the connector harness for pinch valve (vl62) and the instrument performed without any errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the instrument was generating 'retic reagent low' errors and approximately two cups of clear fluid leaked underneath the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.